Event description:
The customer reported that they have been having problems with the c- reactive protein gen.3 (crp) reagent on their c501 analyzer, serial number (B)(4), for "a while". The customer tested a total of 70 patient samples for crp. After running the patient samples, the customer ran quality controls and found that they were recovering low. The customer repeated the samples with a new reagent cassette. Of the 70 patient samples, data was provided for a total of 28 patient samples. Of these 28 samples, 26 samples had erroneous results. The customer stated they are calibrating more frequently and have run many patient comparisons. No additional information about other comparisons that were run was provided. Refer to the attached data for the patient results. The units of measure used for the crp test were requested but not provided. It is not known if the same samples were used for repeat testing. A clarification has been requested. It is not known if any erroneous results were reported outside of the laboratory. The information was requested but not provided. No patients were adversely affected. The c501 analyzer serial number was (B)(4).

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined with the information provided for investigation. Additional information was requested but not provided. All assay calibrations were successful, a reagent related issue can be excluded. Based on the information provided, insufficient reagent mixing was the likely root cause of this event.